Manufacturer narrative:
The evaluation results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
Reporter states, pt was undergoing primary (r) total knee replacement. The patella and tibial baseplate were cemented in, with the same being done for the femoral component. The tibial insert was snapped onto baseplate, the physicians pushed on the insert. The insert was solid in a/p and m/l. However, when pushing up on the insert it "rose up" approx. 1 mm. Surgeon requested an alternate insert that was available and attempted to snap the insert into place with the same results. A third available was inserted to complete the surgery. There was no adverse consequence to the pt due to this event.